Manufacturer narrative:
Correction: b2, b7, h1, h6. B2: the initial report of death in b2 was inadvertently included. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was treated with unspecified medication for the event. It was reported that the patient was hospitalized five days after onset of peritonitis due to report of "condition decrease." Seven days after the onset of peritonitis, the patient experienced cardiac arrest and subsequently passed away. It was not reported if the patient recovered from the peritonitis prior to the event of death. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to or at the time of death. No additional information is available.